Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility in (B)(6) reported a leakage on arterial side of the oxygenator of the xlung kit 230 during priming. The leak was noted at the arterial side of the oxygenator that involved the connection between the arterial de-airing port and the circuit tubing. Upon follow-up, it was reported that a crack was found on the recirculation port of the oxygenator. There was no patient involvement. The complaint sample was received for product evaluation.

Event description:
A user facility in wiesbaden reported a leakage on arterial side of the oxygenator of the xlung kit 230 during priming. The leak was noted at the arterial side of the oxygenator that involved the connection between the arterial de-airing port and the circuit tubing. Upon follow-up, it was reported that a crack was found on the recirculation port of the oxygenator. There was no patient involvement. The complaint sample was received for product evaluation.

Manufacturer narrative:
Additional information: d4, h3 plant investigation: no non-conformity was observed during the manufacturing process. No other complaint has been reported concerning this batch number. The complaint sample was received on january 29, 2026. A liquid leak was at the recirculation port of the oxygenator was confirmed. A crack in the recirculation port caused the liquid leak. A definite cause for the crack could not be identified. The connection was probably tightened with tools, presumably to fix the leak. Previous investigations showed that contributing factors for cracks in the port might be tightening of the cap during manufacturing or inadequate material of the caps.